Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The root cause was found to be the cable of the flow probe, which would experience issues with reading when manipulated. The customer stated they will replace the flow probe. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information is received relevant to the reported issue, it will be submitted in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump console intermittently showed dashed lines instead of a flow reading during priming. There was no patient involvement.